Event description:
A customer reported that the system was unable to perform phaco during a cataract procedure. The procedure was completed with an alternate system. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).